Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to stored episodes with farfield signals on the atrial channel with and without oversensing. Technical services (ts) reviewed programming options. This pacemaker remains in service. No adverse patient effects were reported.